Event description:
No report of reason for explant received with device. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when the additional information is received.